Manufacturer narrative:
The facility indicated they isolated the issue to the siderail, but did not elaborate on a component failure. The facility placed an order for an entire siderail.

Event description:
Alleged the head up function is running up unintentionally.